Manufacturer narrative:
Continuation of d10: product ID a820, lot# serial# unknown, implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain indications. The healthcare provider reported the patient reports that it takes a long time for telemetry to complete to get a bolus. No specific date mentioned but that it has gotten worse over time. The healthcare provider walked the healthcare provider through clearing pds data, and she confirmed telemetry was much faster.